Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for the past few weeks their implant battery will decrease from 100% to 30% in one day; caller also stated they needed a reprogramming appointment. Agent asked caller if they have made any changes to their therapy programming during this time and caller stated they go up and down as needed during the day, but nothing more than the usual. Agent reviewed role of rep and caller was redirected to medtronic rep and healthcare provider to further address. Agent provided nas number.